Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warming device was returned for repair due to 'intermating operational power off'. No other information has been provided at this time. No patient injury or adverse affects have been reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found in used condition. There was no evidence of the reported error in the event history log (ehl). The reported problem was not verified/duplicated; the investigator ran device for 3 hours and wasn't able to replicate the reported problem/ unable to determine the cause of the issue. The printed circuit board (pcb) and membrane switch were replaced as a preventative measure. No fault was found with the device. The root cause was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.